Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. Post-operatively, vaginal exposure of mesh was noted at initial review and oversewn with good effect. It was reported patient is asymptomatic and exposure closed. No additional information was available.